Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with staph aureus driveline infection. Patient received surgery, oral antibiotics, and parenteral antibiotics. Additionally, the patient was started on dopamine due to low mean arterial pressures (maps). The patient was unable to be weaned from dopamine for right ventricle support due to worsening hypotension and rise in creatinine. The patient is inotrope dependent and required prolonged hospitalization. No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information: the patient was treated with 6 weeks of cefazolin and cipro. Cefazolin ended on (B)(6) 2019 and the patient remained on cipro and keflex for suppressive therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined, and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the customer; no response was received. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6); no product is available for investigation. The hm3 lvas IFU lists driveline infection and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.